Manufacturer narrative:
The device has been received. Analysis is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use of the hi torque balance guide wire, the tip was kinked when being removed from the packaging. It appeared the braiding [coils] of the wire at the tip had been removed but were still attached to the core. It could not be determined if the core was intact. Reportedly this was noted before use and the device was not used and there was no patient involvement. A new bmw guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was provided: the device had blood on it due to being in the sterile field and being handled but it was not used in the patient.

Manufacturer narrative:
The device was returned for analysis. The reported break and kink were unable to be confirmed; however, there were noted damages (bent shaping ribbon, misaligned/stretched coils). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal from the dispenser coil inadvertent mishandling resulted in the reported kink and break/noted bent shaping ribbon, misaligned/stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.